Event description:
The account reported the bed exit alarm volume is too low. The bed was located in 2 nw wing intermediate ICU at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The account adjusted the scale pod but the alarm volume still remains low. Hill-rom technical support advised the account to replace the external buzzer kit. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.